Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) application instruments for sternal zipfix were discovered to have issues. The device with lot 8572592 has to be manually held down to provide tension as the top part that holds the cutter will not tighten. On the other device (lot 8488769), the crimper will not tension. Both of these issues were discovered intra-operatively, but it is unknown if during the same or separate procedures. No surgical delays were reported. It was noted that these devices are used every day in procedures and must be lubricated every day in order to work. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient information is available for reporting. Event date: unknown. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 25, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: this complaint involve one (1) second generation instrument with the lot number 8488769. No components, screws or nuts are loose or missing on the returned device. In this non-manufacturing complaint investigation the visual inspection and design evaluation were performed on the returned application instruments with the lot number: 8488769. No damages or functional issues were identified. The performed handling test by product development with the instrument with 3 implants on a sternum bone model showed no functional deficiencies in tensioning and/or cutting the implants with the instrument. The tension applied is as per the design intent. There is no functional or design related issues identified on the returned instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.